Manufacturer narrative:
Section d information refers to the main device. The other relevant components include: product ID 8781 lot/serial# unknown implanted: unknown explanted: (B)(6) 2020, product type catheter, ubd: unknown, UDI#: asku product ID 8784 lot/serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter. H3: evaluation of implantable catheter serial number (B)(6) revealed no significant anomalies. As received, analysis identified an occlusion consistent with dried drug, blood, or other material. The occlusion broke loose during decontamination and the catheter passed subsequent testing in the lab. Evaluation of the unknown 8781 catheter revealed a kink in the body of the catheter. H6: the evaluation codes have been updated for this event. Code-result 213 and code-conclusion 67 only apply to product ID 8784 lot/serial# (B)(6). Code-result 114 and code-conclusion 22 only apply to product ID 8781 lot/serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The 8784 catheter was returned for analysis along with an unknown 8781 catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 08-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 300 mcg day via an implantable pump. On (B)(6) 2020 it was reported that the patient was seen for pocket revision secondary to fluid build-up in the pump pocket. The patient had recently experienced a significant weight loss, so plastic surgery was going to perform an abdominoplasty during the pocket revision. Cap (catheter access port) aspiration was attempted, but the catheter would not aspirate. They partially removed the pump segment of catheter, but still could not get csf (cerebral spinal fluid) until the catheter was cut near the anchor. The revised with a new with catheter pump revision kit and new anchor. The catheter successfully aspirated from cap (catheter access port) after connecting. The plastic surgeon trimmed away excess skin so pump pocket could be tightly made. The environmental, external or patient factors that may have led or contributed to the issue was unknown, the patient experience d excessive weight loss. The diagnostics and troubleshooting performed was a CT and cap (catheter access port) aspiration. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.